Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/20/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/30/2017 with the following findings: during investigation, a cs 064 was verified in the black box with normal bolus. The pump was run for a minute of 24 hours with no cs 064 alarms duplicated. The pump was opened and there were no defects found to the motor circuit. There was no moisture found internally. (B)(4).